Manufacturer narrative:
Devices were explanted on (B)(6) 2014.

Manufacturer narrative:
Additional excluder® device included in this report: (B)(4)/9808889. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and surgical conversion.

Event description:
On (B)(6) 2014, the physician explanted the excluder devices, and performed an open repair of aaa with juxtarenal clamping and aorto-bi-iliac bypass. The type ii endoleak was resolved, and the patient tolerated the procedure. The explanted devices were discarded at the facility.

Event description:
On (B)(6) 2012, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. Periodic follow-up computed tomographic (CT) imaging reportedly revealed a persistent type ii endoleak originating from one or more lumbar arteries, and contributing to aneurysmal enlargement. The aneurysmal sac had grown from a reported 53.5 mm in diameter (measured (B)(6) 2012) to a reported 66.2 mm (measured (B)(6) 2014). According to the report, the patient had undergone coil embolization on (B)(6) 2013 to treat the type ii endoleak, but without success. CT imaging reportedly also revealed a lack of device apposition at the proximal aortic neck, although no additional endoleak was cited. An explant procedure has been scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: patient medications include amlodipine, aspirin, calcium, celebrex, centrum silver, doc-q-lase, fluticasone, glucosamine chondroitin, hydrocodone, hyoscyamine, klor-con, losartan, metamucil, metoprolol tartrate, myrbetriq, ocuvite, phenazopyridine, prilosec, saw palmetto, simvastatin, toviaz, tramadol, uribel, vitamin c, and vitamin e. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.